Event description:
Follow up with the article author revealed ¿as mentioned in the article despite of reduction of seizure frequency (or in some patients even increase of seizure frequency), majority of parents were very satisfied by the effect due to vns. There were no changes of AED during the study. Nor were there technical problems with the device or serious complications/adverse events due to surgery.¿ no additional information was provided.

Event description:
A manufacturer review of the article entitled "vagus nerve stimulation has a positive effect on mood in patients with refractory epilepsy" by s. Klinkenberg, et al. (2012 may;114(4):336-40. Doi: 10.1016/j.clineuro.2011.11.016. Epub 2011 nov 30) found that a patient with vns therapy experienced an increase in seizure frequency. Attempts for additional information are still in continuation.

Manufacturer narrative:
Article citation: "vagus nerve stimulation has a positive effect on mood in patients with refractory epilepsy" by s. Klinkenberg, et al. (2012 may;114(4):336-40. Doi: 10.1016/j.clineuro.2011.11.016. Epub 2011 nov 30).